Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
It was reported that this left ventricular (lv) lead was unable to be successfully implanted as the lead dislodged from the only available target lv vein . No adverse patient effects were reported.